Manufacturer narrative:
Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
While resident was being lifted from bed and caregiver was moving him to bathing area, the sling clip popped off and resident slid out head first, landing on floor. Resident was taken to hospital for precautions, was checked and then released with no injuries.